Event description:
Event description boston scientific received information that the patient with this atrial lead was run over by a tractor. Evaluation of the lead in march 2005 noted high threhsolds; therefore, the lead was programmed to unipolar lead configuration. Today, during the device replacement procedure for normal battery depletion, this lead appeared to be fractured while being viewed by fluoroscopy. The lead was surgically abandoned and replaced.